Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient was found unresponsive in their home and was brought to the emergency room (ER) on the date of this call. The patient experienced altered mental status. The patient had been refilled a few days ago. The hcp was in the ER and stated the patient did perk up when given narcan. The hcp stated they would find the managing hcp to see who fills the pump. Troubleshooting actions were reviewed.